Manufacturer narrative:
Age at time of event: over 18 years.

Event description:
It was reported that balloon pinhole occurred. During preparation of a 3.50mm x 8mm nc emerge balloon catheter, it was noted that negative pressure could not be applied and when inflation was performed, pinhole was noted on the balloon. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.